Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Concerned I may end up with stuff stuck up in my female part the way the cotton is coming apart on these....douche to make sure cotton was out of my area- vagina [foreign body in reproductive tract]. Tampons are falling apart [device breakage]. Case narrative: consumer reported via e-mail that the tampons are falling apart. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the lot code investigation, completed on 24 feb 2026. An investigation is in progress for returned product received on 01 apr 2026.

Event description:
Concerned I may end up with stuff stuck up in my female part the way the cotton is coming apart on these. Douche to make sure cotton was out of my area - vagina [foreign body in reproductive tract]. Tampons are falling apart [device breakage]. Case narrative: consumer reported via e-mail that the tampons are falling apart. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Concerned I may end up with stuff stuck up in my female part the way the cotton is coming apart on these. Douche to make sure cotton was out of my area- vagina [foreign body in reproductive tract]. Tampons are falling apart [device breakage]. Case narrative: consumer reported via e-mail that the tampons are falling apart. No serious injury reported.